Manufacturer narrative:
The reader (mbga099-j3436) was returned and investigated with retained strips. Visual inspection was performed on the returned reader and no issues were observed. An error 7 message was observed during strip insertion. The reader was sent for further investigation and de-cased. Upon visual inspection of the pcba (printed circuit board assembly), debris contaminants were observed in the strip port. Therefore, this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre 2 reader. Customer reported being unable to obtain readings due to an error-7 message appearing on the meter display. As a result, the customer experienced symptoms described as sweating and trembling and was unable to self-treat, requiring treatment of sugar and an apple by her mother. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The DHR (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. A valid test strip lot number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre 2 reader. Customer reported being unable to obtain readings due to an error-7 message appearing on the meter display. As a result, customer experienced symptoms described as sweating and trembling and was unable to self-treat, requiring treatment of sugar and an apple by her mother. There was no report of death or permanent injury associated with this event.